Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A non-bsc stent was implanted in the main left trunk (lmt) extending to the proximal lad. Subsequently, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the previously implanted non-bsc stent. The device came in contact with the previously placed stent and the body portion was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A non-bsc stent was implanted in the main left trunk (lmt) extending to the proximal lad. Subsequently, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the previously implanted non-bsc stent. The device came in contact with the previously placed stent and the body portion was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.